Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The ICD was implanted on (B)(6) 2017. Reportedly, during the follow-up performed on (B)(6) 2018, the estimated residual longevity was 2 years. The device was operating in dddr mode at 60 min-1 (maximum rate: 120 min-1). The pacing amplitudes were set as follows: 2v in the atrium, 2.5v in the right ventricle and 5.5v in the left ventricle . The atrium was paced at 78%, the ventricle at 99%. A request was sent to know if the battery depletion is normal.